Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, serial#: unknown, product type: lead. Product ID: 3986a, lot#: n0049050, implanted: (B)(6) 2006, product type: lead. Product ID: 3887-33, lot#: l81223, implanted: (B)(6) 2000, product type: lead. Product ID: 3887-33, lot#: l81223, implanted: (B)(6) 2000, product type: lead. Other relevant device(s) are: product ID: 3887-33, serial/lot #: unknown, product ID: 3986a, serial/lot #: (B)(4), ubd: 24-oct-2009, UDI#: (B)(4). Product ID: 3887-33, serial/lot #: (B)(4), ubd: 18-may-2004, UDI#: (B)(4). Product ID: 3887-33, serial/lot #: (B)(4), ubd: 18-may-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated they had 2 battery packs but neither was working. Pt said the ins hadn't worked since maybe the end of 2006/2007 and the doctor replaced the leads "I don't know how many times". Pt said the first "paddle" (what pt referred to the neck leads as) was broken in a car accident, so healthcare provider (hcp) replaced it. However pt said they were told the base of their skull was breaking the wires, so 3 weeks after hcp would put in a new wire, they would break. Pt said the first two paddles were left in as they were "adhered" to pt's spinal cord, and the third paddle was still connected to the ins. Pt said after hcp opened pt's neck for the 4th time, hcp said pt was done, they or another doctor should not open pt's neck again as it would just cause pt more pain and scar tissue. Pt said they had not been able to find anyone to take the device/paddles out, so they are still in there. Pt then said the reason for their call was they needed an MRI and wanted to check regarding if they could or not.